Event description:
First aid response to an electrician who had become grounded to a 480 volt power line while servicing the line. The pt had been knocked off the platform and was unconscious at the time of response. The device was powered on, the screen faded out the device than turned off, and would not power back on. The pt regained consciousness and the response team continued pt treatment without the device. Reporter states there was no adverse outcome to pt due to device operation.